Event description:
Hosp personnel requested check-out of the injector. Upon arrival at site, the MFR's svc rep was not permitted to check the injector thoroughly-the injector was put into quarantine. At this time the MFR's svc rep heard a physician state that allegedly air had been injected and the pt had expired.